Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began a supply change and initiated the fill tubing step while the infusion set and tubing had already been attached to the body, then disconnected before proceeding; the user sought confirmation on correct procedure, and customer support guided completion of the supply change and resumption of insulin delivery with no alerts or alarms and no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included successful troubleshooting and education with restoration of intended therapy. Investigation included technical support review, user guidance on proper fill sequence, and confirmation of normal device function post-intervention. Investigation of this case revealed user handling during the fill tubing step while connected, with no device malfunction identified and no affected device component. It was concluded, based on previously established findings for similar reports, that the cause was user error.